Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that the rate and depth of tissue ablation is affected by the set point selected. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. The data was extracted which revealed that the wand was activated previously. A functional evaluation revealed the wand was able to generate plasma as intended. The complaint was not confirmed. Factors that could contribute to the event reported include: inadequate suction or saline irrigation, and/or the controller or foot control which were not returned for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the two flow 50 wand did not cut during surgery, no soft tissue been remove when coagulate or coblate. A flow 90 wand was available to complete the procedure with no significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.